Event description:
A (B)(6) male presented with an acute inferior myocardial infarction. On (B)(6) 2008, underwent a noga mapping procedure. On (B)(6) 2008, related to his participation in a single-blind, randomized, dose-escalation, clinical study involving injections of mesenchymal precursor calls (mpcs) or standard of care without administration of mpcs. This subject was randomized to receive standard of care without mpcs. The subject experienced ventricular arrhythmia - ventricular tachycardia during the noga mapping phase of the procedure. Subject was successfully cardioverted with one shock at 200j. Procedure continued with mock injections dialog and was completed with no further complications. Subject has fully recovered from this procedure.